Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that alerts for rv lead impedance were programmed off and the lead will continue to be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the lead had no capture in the polarity with the high impedance going back to approximately the time of the initial report. During a generator replacement, the lead exhibited high pacing impedance in a secondary polarity as well as high impedance on both of the lead's defibrillation coils. Variable impedance was also noted. Inconsistent capture was also noted in the secondary polarity. This occurred with the new implantable cardioverter defibrillator (ICD) in and out of the pocket. The trifurcated lead was removed and reinserted into the device header and impedances were in the normal range. The physician surmised that there was air in the ICD's connector port. The rv lead and new device remain in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead alerted for high pacing impedance. It was stated that the patient's abnormal impedances are a known issues and the lead will continue to be monitored with no intervention.

Manufacturer narrative:
Continuation medical device: 5076-52 lead implanted (B)(6) 2008.

Event description:
It was reported that the patient heard audible alerts from their device. The right ventricular (rv) lead exhibited high thresholds, rising thresholds, and rising impedance. The alarm for the device was turned off and the lead remains in use. No patient complications have been reported as a result of this event.